Manufacturer narrative:
Event date: (B)(6) 2017. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged from the balloon and remained on the delivery catheter. The target lesion was located in a coronary artery. A synergy¿ stent was advanced to treat the lesion. However, it was noted that the stent dislodged off of the balloon and was pushed on to the shaft of the stent delivery system. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported.